Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months the patient remains on lvad support. A correlation between the device and the reported event could not be conclusively determined and the report that the patient unplugged his lvad could not be confirmed through this evaluation. Stroke, neurologic dysfunction, and peripheral thromboembolic events are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also explain that the pump will stop if the driveline is disconnected from the system controller as the pump cannot run without power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, due to acute change in personality traits, psychiatry suspected that the patient had an acute cerebrovascular accident (cva) to the right temporoparietal lobe with subsequent neuropsychiatric symptoms including impulsivity and emotional lability with overlapping frontotemporal dementia given disinhibition, personality change, lack of empathy, and tendency to perseverate. The patient was admitted from an outside hospital (osh) with altered mental status (ams) and a CT scan positive for cva . It was reported that the patient had several months of behavior changes at home along with falls. There was a recent concern for alcohol, xanax, and ambien abuse. CT scan showed new hypoattenuation in the right temporoparietal region, which was reported to likely represent an evolving infarct. During the neurology consult, the patient clearly described a suicide attempt, but denied ideation. It was reported that the patient had unplugged the lvad, but then plugged it back in after changing their mind and deciding they did not want to die. The patient was reported to be clearly delirious at the time of the consult. The patient was positive for alcohol use, but was unable to quantify how much. Psychiatric team decided that patient would be unsafe for return to home due to intermittent delirium and attempting to leave against medical advice (ama). The patient required involuntary commitment from (B)(6) 2017. It was reported that the patient responded well to antipsychotics and family felt it was safe for the patient to return home with the family willing to provide supervision. Medication regimen at discharge was divalproex, olanzapine, trazodone, duloxetine, zoloft, and ambien. The event reportedly resolved on (B)(6) 2017.